Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer was unable to interrogate. Analysis did indicate that the radiofrequency connector on the printed circuit board was loose. It was also indicated that the keyboard latch and stylus were broken. The programmer was to be scrapped and replaced. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate a device. The find patient screen would not find the device. The software was manually loaded but the issue was not resolved. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.